Event description:
The ge oec 9800 fluoroscopy system had several reported lock-ups over the past several weeks.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the low voltage power supply was below the 5 volt threshold and was subsequently adjusted above 5 volts. There were no other issues found during system evaluation. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.